Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the upper and lower cases were broken, it could not be confirmed that the battery drawer was broken. It was also noted that the battery release was contaminated, the lead flex cover was contaminated, the heart wire contacts were contaminated, the battery contacts were compressed, the display was contaminated, the battery flex was contaminated and the heart lead flex was contaminated. (B)(4).

Event description:
It was reported the cases are cracked. The device was returned for repair and calibration. It was analyzed and tested out of specification. There was no patient involvement.